Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring unexpected restart alarm after battery change. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received another alarm after inserting a new battery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device displayed properly and no anomaly noted. The device passed self test, unexpected restart error test and displacement test. No unexpected restart error alarm or reset time and date anomaly after change battery noted during testing.